Manufacturer narrative:
(B)(4) - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use. Caller replaced infusion set and resumed insulin successfully. No further information available